Event description:
Significant leaking of air noted around trach while on servo vent. More volume added to cuff with improvement but event reoccurring later in day. Trach changed due to high peak inspiratory pressures (pips) and increased work on breathing (wob). Noted trach balloon on trach removed from patient to not inflate circumferentially at 3ml but does from 5-10ml. Another rotating trach at bedside noted to have same defect. Both trachs in circulation had been cleaned 2-3 times prior. Brand new trach used and replaced into patient with improvement in patient's clinical status.